Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved to the rep's knowledge. The patient hadn't reached out to them about any recurrences. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s ins changed groups by itself on two separate occasions. The patient had their controller in their sweatshirt pocket when they were at the state fair and sometime in the middle of the day they noted that the stimulation was different. The patient was instructed to keep a log of the occurrences and planned to meet with a manufacturer representative the following week. No symptoms or complications were reported.